Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings the meter was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging that the subject meter had an "error 4" issue, which was unresolved with troubleshooting with customer service. There were no allegations of harm of injury. Replacement products were sent to the patient.

Manufacturer narrative:
The 510 (k) is k093745. Device evaluation: lifescan received the test strips involved with this complaint and completed device evaluation on (B)(6) 2011. Investigation was unable to confirm the alleged issue; however, secondary issues were observed during testing. An "error5" issue occurred and the control solution test was above expected range. Lifescan has not received the meter involved with this complaint.